Event description:
Pt was revised due to pain. Bone scan indicated increased signal to acetabular region.

Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest product error or contribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies. It is stated in the initial product investigation request, it was not suspected that the devices failed to meet specifications or contributed to the reported event. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.